Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for an increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition.

Event description:
The patient contacted baxter's technical service center regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use during night drain. The technical service representative (tsr) reviewed the therapy log. The total ultrafiltration (uf) equaled 2497ml. The night cycle 5 uf equaled 248ml, the night cycle 4 uf equaled 2534ml, the night cycles 3 uf equaled -312ml, the night cycle 2 uf equaled -243ml, and the night cycle 1 uf equaled 172ml. The patient stated he was using 4.25% solution on the heater line, 2.5% solution on the supply lines, and extraneal on the final line. The patient stated, he felt okay during therapy. The patient would follow up with his registered nurse (rn) regarding the high drain alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported event. The rn stated the patient did not make her aware of the event. Product surveillance explained the alarm and that during the fourth cycle, the patient had a single cycle uf of 2534ml. The rn stated she has been trying to follow up with the patient, but has not been able to talk to him regarding the events. The rn stated as far as she knew, the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported. No further information was available.